Event description:
It was reported that the patient fell two weeks ago. Two days ago, the patient began feeling too much stimulation down the back and the legs and it would not stop. The patient turned off the implantable neurostimulator (ins) but it kept running. The patient went to the emergency room due to being in so much pain. Two days later, the patient was seen by a physician who turned off the ins. The patient reported being on pain medication, namely hydromorphone. The ins issue was unable to be determined at the time the physician turned it off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).